Manufacturer narrative:
Product analysis: no ancillary devices or images were returned for review with the device. No damage was noted to the catheter heating element/coil. The catheter cable connector was examined: the catheter reference key shows evidence of damage, and the red ink was visible in some areas. All pins were visually inspected to be straight. The 3 line marker was examined and it was confirmed that the lines were only printed on one side. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Physician was attempting to use closurefast catheter to treat gsv (great saphenous vein).5 segments were being treated. Local anesthesia was used. Device was not reprocessed. Catheter lumen was flushed prior to use. The device was prepped per the IFU with no issues identified and proper temperature was reached. It was reported that the 3 line marker on the catheter was only printed on one side. Physician looked at the surface of the catheter that did not have a 3-line marker printed on it at the time of traction and overlooked the marker and was about to remove it. A sense of discomfort was felt when the 3-line marker was not showing up, so the back side was checked; it was discovered that the 3-line marker was only printed on one side. The device was used in the patient. Procedure was complete successfully using a new catheter. No patient injury reported.